Manufacturer narrative:
Concomitant products: product ID: 3093-28, product type: lead.

Event description:
A manufacturer representative (rep) reported the lead in the patient had broken. Both the rep and the healthcare professional (hcp) were not sure how it happened. The rep noted the lead should be marked as partially removed. Additional information from the rep reported it was unknown when the lead broke. The rep noted the patient did not report any symptoms. The rep noted for trouble shooting the intact lead was tested and showed adequate motor response, new battery placed on intact lead. The rep stated the cause of the broken lead was unknown. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.